Event description:
It was reported that during an unk procedure the device cut, but a staple line in full was not delivered. Would not staple but cut. Case completed with manual anastomosis.

Manufacturer narrative:
Info anticipated, but unavailable time.